Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment and difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and the leaflets were successfully grasped; therefore, the clip was deployed. However, when attempting to retract the gripper lever, it was noted that the gripper lines would not detach from the clip. The physician had to manually break the gripper lever and retrieve both gripper lines. Both gripper lines were successfully removed, and mr reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported physical resistance/sticking could not be replicated as the clip was deployed and the gripper lever latch was noted to be broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported physical resistance could not be determined in this complaint. The observed gripper lever break was a result of procedural circumstances/operational context. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as the physician had to manually break the gripper lever and retrieve both gripper lines. Both gripper lines were successfully removed. There is no indication of a product issue with respect to manufacture, design or labeling.